Event description:
A patient reported blood glucose results of 4.8 mmol/l, 14.8 mmol/l and 5.2mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also fell unconscious when back to back testing occurred; however, there is no evidence that meter readings contributed to patient falling unconscious. Patient already sent subject meter back to lfs, unable to troubleshoot or obtain readings in the meter.